Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The daughter of the patient reported that upon connecting with the patients implant to put it into MRI mode they saw a eos code. The caller was confused as to why the non-rechargeable ins is at eos because the patient's battery was implanted in (B)(6) 2016. It was noted that the patient has both a pain stimulator and a non-mdt pain pump. The caller mentioned that the patient was found on the nursing homefloor and doesn¿t know how they fell. It was recommended to the caller to have a hcp page a manufacturing representative (rep) to assist with the device. A nurse later called in and confirmed the eos and stated that the device is off/disabled and no longer providing therapy. MRI mode could not be assessed because the device is in eos. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.